Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as leaking reagent (r2) syringe and wash syringe. The fse replaced the r2 and wash syringes to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining 3201 sample probe clogging detected errors resulting in erroneously low patient results on multiple assays including albumin (alb), blood urea nitrogen (bun), creatinine (cre), glucose (glu) and ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl), on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.